Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between on (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 in the morning, the patient reported persistent cgm readings of 41mg/dl. Throughout the day and evening, the patient treated based on the cgm readings by consuming soda, honey, and sweetened tea while reporting lethargy and weakness. No fingerstick blood glucose (fsbg) measurements were obtained during this time, and the cgm continued to display 41mg/dl despite repeated carbohydrate intake. At approximately 01:00 on (B)(6) 2026, due to continued low cgm readings and worsening fatigue, the patient administered a gvoke (glucagon) 1mg/0.2ml pen. After administration, the cgm briefly increased to 76mg/dl and then returned to 41mg/dl. No fsbg measurement was performed. Later in the morning, the patient continued to report lethargy and developed severe chest pain. The patient contacted his endocrinology office and was advised going to the emergency department (ed). At approximately 13:00, the patient arrived at the ed, where a fingerstick blood glucose (fsbg) measurements read ¿high.¿ the patient was informed that findings indicated hyperglycemia going into diabetic ketoacidosis (dka). At that time, the sensor displayed loss of signal on the insulin pump, and the last known cgm reading was reported as 41mg/dl. Treatment in the ER included IV fluids, with insulin therapy pending additional laboratory confirmation. Chest pain reportedly improved with treatment, while lethargy persisted. The patient remained hospitalized at the time of the call. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.